Event description:
It was reported that a clearlink system continu-flo solution set had no flow after one hour. This was observed more than one hour after starting patient infusion with calcium gluconate on a pump. The issue was further described as "the pump continued to run like it was infusing but there was no drip". The infusion was stopped and the tubing was changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.